Event description:
A 5f celt acd plus vascular closure device was used on a patient. The metallic clip did not close the vessel wall. It detached and migrated to a muscular branch in the right profunda. Dr. Did not have to retrieve the metallic clip, because it was causing no harm.